Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient became hypotensive and oliguric the morning of (B)(6) 2024. They had a centrimag blood pump implanted into the right heart as a right ventricular assist device (rvad). It was noted that this was after a highly successful implantation, on (B)(6) 2024, with excellent post-implantation outcome where the primary operator visited them at 19:00 on and they were stable. Their condition did not improve over the following days after rvad implant, and it was noted to worsen with mult-system organ failure. The patient passed away on (B)(6) 2024 due to the multi-system organ failure. The outcome was not considered device or therapy related and the pump functioned properly. An autopsy was not performed and the device was not explanted. Related manufacturer reference number: 2916596-2024-01712 (heartmate 3 lvas).

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2024-01767. The MFR number should have been fei-based with the 10 digit fei being 3003306248. Manufacturer's investigation conclusion: a direct correlation between the centrimag device and the reported multi system organ failure and patient outcome could not be conclusively established through this evaluation. The centrimag blood pump instructions for use lists end organ dysfunction as an adverse event that may be associated with the centrimag circulatory support system. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The outside of united states (ous) centrimag blood pump instructions for use (IFU) list warnings and cautions regarding the use of the centrimag circulatory support system: IFU warning #9: possible side effects include end organ dysfunction. This is a potential side effect with all mechanical circulatory support systems. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. No further information was provided. The manufacturer is closing the file on this event.